Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-01455. It was reported the patient was experiencing residual stimulation after turning off stimulation. An sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient underwent surgical intervention where his entire scs system was explanted on (B)(6) 2016.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-01455.